Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an impella 5.0 for mechanical circulatory support. During normal explant, the pump was removed patient went into ventricular tachycardia and had to be defibrillated one time. The patient went into ventricular tachycardia twice more and potassium was administered. The device was inserted back into the patient for support, it was discovered through echocardiogram that the impella position was too deep. The device was repositioned and there were no more reported runs of ventricular tachycardia. It was reported that the patient survived normal explant and the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.